Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device delivered scissored clips and also spit clips. It is unknown how case completed. There were no patient consequences. The rep has no additional information regarding issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.